Event description:
It was reported that in (B)(6) 2010 the lead impedance was 1400 ohms. One month later the impedance had increased to greater than 2000 ohms in the bipolar configuration. The lead was programmed to the unipolar configuration and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.